Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at about 11:00 pm for a high blood glucose level of mg/dl and diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. It is unk what cause the high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).